Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores on her back near the electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a home health nurse applied antibiotic ointment and a band aid. Follow up indicated that the sores are improving.